Event description:
It was reported that there was a possible problem with the patient¿s previous implantable neurostimulator (ins). The prior ins only lasted since (B)(6) 2014 and was replaced the day prior to this report. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387-40, lot# j0555168v, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387s-40, lot# v642842, implanted: 2011 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).